Event description:
It was reported that the patient received inappropriate shocks due to noise on the pace/sense portion of the high voltage right ventricular (rv) leads. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Concomitant product: 5076 implantable pacing lead: (B)(6) 2001; 4542 competitor implantable pacing lead, (B)(6) 2008; n141 competitor im plantable cardioverter defibrillator (ICD), (B)(6)  2013. (B)(4).